Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, there was the possibility that the failure of the ccd unit was attributed to the following. The subject device was connected to the video system center while the video system center was power-on, consequently the ccd unit was damaged due to the inrush current. The mechanical impact such as bumping or dropping was applied to the camera head, consequently the ccd unit was damaged. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing the endoscopic image of the subject device was not displayed. Sorc checked the subject device and found that the ccd unit had a failure and the camera cable was kinked. There was no report of patient injury associated with the event.